Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a right ventricular lead integrity alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015 ventricular sensing integrity counts up to 387; nonsustained ventricular tachycardia episodes with evidence of lead noise/oversensing. A right ventricle lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 within 3 days, and 2 or more high rate nonsustained episodes. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited non-physiologic oversensing and multiple non-sustained tachycardia episodes. The noise was unable to be reproduced with pocket manipulation. The lead remains in use. No patient complications have been reported as a result of this event.